Manufacturer narrative:
The impella cp pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) white male had impella cp pump inserted for acute myocardial infarction (ami)/cardiogenic shock (cgs). The pump prolapsed on itself as the repo sheath was inserted into the groin and a snare was used to straighten the pump out.

Manufacturer narrative:
The device and data logs were returned for review. Significant kinking was found on the cannula. The cause of the reported issue was attributed to a use-related issue, as the pump came out of position while attempting to insert the repositioning unit.